Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in progress. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that there are "low rpm's while burring". The device was being used during surgery. It is known that there was no user or pt injury. It is also known that there were no medical intervention and no delay in surgery reported. There was no add'l info provided.